Manufacturer narrative:
F/g, promus element, mr,ous 2.75x20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent strut identified damage in the mid section of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) identified tip damage.

Event description:
Reportable based on investigation completed on 14feb2019. It was reported that crossing difficulties occurred. The target lesion was located in the right coronary artery. A 2.75x20mm promus element stent was selected for use. During percutaneous coronary intervention, it was noted that the promus element stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed stent damage.